Event description:
It was reported that there is an error 41628. The issue was observed during a functional test in the workshop. There was no patient involvement.

Manufacturer narrative:
E1: address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was duplicated. The device shows the error message 41628. It is unknown what caused this issue to occur. The gearmotor needs to be replaced.